Manufacturer narrative:
Info from the physician indicated that the device didn't appear to be kinked or twisted, and no other abnormalities were noted with the device or in the pt's medical history. Qa was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the explanted device, qa is precluded from confirming the physician's observations and precluded from commenting on the condition of the device. Should the explanted device become available, qa will reopen this file and proceed according to procedures.

Event description:
Per info provided to co by physician's office, device was removed as "it came apart at connector, leak at site from pump to right cylinder". As reported to co, connector(s) only were removed and replaced. 3/12/97 - upon receipt of add'l info from physician/surgeon he stated, "a hole in tubing at right connector was observed to be leakage site. No info noted in pt's history could have contributed to this occurrence".